Manufacturer narrative:
Received one (1) used. List #146870489 primary plum set. As received no damage or anomalies were observed. The set was attached to an ICU medical-provided intravenous (IV) bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air-in-line alarms were generated and no restrictions were noted. The set was leak-tested per specifications. No leakage was observed. The complaint of cassette test failure alarm due to air in tubing could not be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generated a pump alarm during use with a patient. The report stated that they have been seeing some bad primary tubing in the past few weeks. They had 4 in the last few weeks. They primed the tubing as usual, connected the med, put it in the pump, and started the drip, then within less than a minute the pump alarms "cassette test failure" and "check set". They saw the cassette on the tubing was filled over halfway with air and didn't know how it was getting in there. No one was harmed as a result of the event. The most recent event occurred on 7/11/24 and it happened 3 more times within the two weeks prior. No additional information is available. This is event one of four.